Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an infold was reported upon recapture of the valve. The valve was fully deployed. A post implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. During the bav, the valve dislodged out of the annulus, into the sinuses. As the balloon was withdrawn, the valve continued to move towards the ascending aorta. A second transcatheter valve was prepped and loaded onto a new delivery catheter system (dcs). The second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient had a functional bicuspid valve with a fused leaflet between the right and non commissure, but this anatomical feature was not noticed prior to the implant. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Following the implant pressures were kept low for 24 hours. No intervention was performed. The patient had no further issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The image review showed multiple movie clips and jpg images that noted a constrained valve and infolding of an evolut bioprosthesis valve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader was reported as experienced and the load was confirmed visually, tactilely, and via fluoroscopy. With the limited information available, a root cause for the infolding could not be conclusively determined. The patient¿s native valve was reported as bicuspid with a fused leaflet between the right and non commissure, which may have been a contributing cause to the infolding. This implanting team reported missing the bicuspid valve and should have performed a pre-implant bav. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon aortic valvuloplasty (bav) of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. A conclusive root cause for the under expansion cannot be determine, however the reported bicuspid native may have been a contributing cause. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The post-implant bav may have been a contributing cause as the dislodgement occurred during the bav. Dislodge events are typically not related to a device malfunction. Review of the device history record (DHR) and frame record for this device found it was built to specification and met all inspection and acceptance criteria. However, a rework of the valve final assembly was performed due to failing the loose stitches/knots requirement. As this is a tissue-related defect, it has no impact on infolding, which is a frame-related issue. Thus, no issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this. This event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.